Manufacturer narrative:
Control: 20miu/ml hcg urine lot: hcg121115-01. Summary of results: the retention devices meet qc specification. The 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=29). Customer's observation was not replicated in-house with retention devices. Retention devices were tested with hcg in urine at cut-off level. All results met qc specification. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Patient's serum was quantified at 87 miu/ml. Hcg levels in serum are usually higher than in urine. In this case, it is possible that the hcg levels in patient's urine sample were below cut off and would give a negative result. Unable to determine root cause without patient specimen in-house analysis. Product deficiency was not established. To date, 1 complaint has been reported against lot hcg2090061. This issue will be tracked and trended. Corrective action not required at this time.

Event description:
Caller alleged false negative hcg results. Results as follows: patient was visiting doctor's office because, she believed she was approximately 2 weeks pregnant. Patient also thought she had a miscarriage two days before visiting the doctor due to severe bleeding and clotting. Caller noted that the patient did in fact have a miscarriage and was no longer pregnant. Afternoon urine was tested using a cut off of 25. Serum was also drawn at doctor's office. Quantitative serum hcg result: 87 mlu/ml. Last menstrual period on: (B)(6) 2013.